Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at ten atms. The number of inflations performed is unk. The pt was asymtomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon of the same type of successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.